Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a bubble/bulge on the black wire at the jaw. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no exposed wires under the black cable or thermal damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.